Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ophthalmic operation on an unknown date and suture was used. The suture was detached from the needle easily when a scrub nurse holding the needle in usual way. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. An empty opened folder and a foam park with two needles and a suture in two sections of product code 9003 were returned for analysis. During visual inspection of two needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined and no suture remnant was noted. The suture pieces were examined, and only the insertion of a suture piece present residues of epoxy. The manufacturing records couldn¿t be reviewed as the batch number is unknown.